Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 416 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pen. The customer reported a critical pump error leading to the high blood glucose incident. Troubleshooting was not possible due to the critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.